Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient did not wash hands. The peritonitis was manifested by cloudy fluid. The patient was diagnosed with peritonitis two days after the onset of cloudy fluid. Initially it was reported the patient was hospitalized for another indication; however, upon follow up it was reported the patient was hospitalized for the peritonitis event. The day after the onset of the cloudy fluid, the patient began treatment with intraperitoneal (ip) injection of fortum (1gm, once daily) and ip injection of vancomycin (500mg, every fifth day) for the event of cloudy fluid. Dianeal therapy was ongoing. The patient was discharged five days after diagnosis of the event. Fourteen days after the antibiotics were initiated, the antibiotic therapy was discontinued, the pd fluid was clear and the patient was recovered from this peritonitis event. On an unreported date, the patient was retrained on the proper aseptic technique. No additional information is available.